Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular lead was not functioning properly or stimulating the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.